Event description:
Pt underwent spinal fusion procedure on 7/13/92. Per the complaint, instrumentation caused injury to nerves and nerve roots. Revision surgery took place on 7/12/93. Instrumentation removed and replaced.